Event description:
Customer reports to have button error alarm. Alarm may be due to moisture and pump being submerged in water. Customer's blood glucose was 251 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed button error. No button error response due to corroded keypad traces. Insulin pump was unable to perform the occlusion test due to button and keypad anomaly. Moisture damage found on the lcd board. Insulin pump received with cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratches on display window.